Event description:
It was reported that the patient was complaining of pain so the surgeon revised the right knee. The surgeon suspected possible infection but was not confirmed.

Manufacturer narrative:
The following other hip devices were also listed in this report: triathlon cr fem comp #7 r-cem; cat# 5510-f-702; lot# sncds. Triathlon prim cem fxd bplt #7; cat# 5520-b-700; lot# slkhh. Triathlon asymmetric x3 patella; cat# 5551-g-381; lot# 858n. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening of the femoral and tibial component involving a triathlon insert was reported. Conclusion: review of the revision operative report indicated the patient tested negative for infection and that the femoral component and tibial baseplate were loose. There is no alleged issue with the insert. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Additional information (09/16/2014): review of the provided revision operative report indicated the following: "postoperative diagnosis: painful right total knee, secondary to loose femoral and tibial components". "4 milliliters of joint fluid was placed on a leukocyte esterase strip, which was negative for infections." "The components appeared, however, to be loose."